Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol mesh - composix kugel (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol - composix kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of composix kugel mesh (device #1) and perfix plug (device #2). Per operative notes, ¿the composix kugel mesh (device #1) was used to repair the hernia. A perfix plug (device #2) was placed beneath fascial surface and tacked using sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with incarcerated recurrent abdominal incisional hernia with retained mesh thereby underwent open repair with removal of mesh (device #1, device #2). Per operative notes, ¿the retained mesh (device #1, device #2) was adhered to underlying omentum and was completely removed. All hernias were identified and removed. A biological mesh was placed and secured.¿